Manufacturer narrative:
(B)(4). Batch #t94e7c. Investigation summary: the device was received with the blade scratched and cracked. During functional testing on gen11, an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional information was requested and the following was received: did the active titanium blade break off? Yes it did. Did the generator display any error messages and if so what were they? No further information is available.

Event description:
It was reported that during an unknown procedure, after three hours of use, the blade touched something hard and could not be used when while on the abdominal esophagus. The titanium tip broke off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.